Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a traumatic thoracic transection approximately one month ago. Aneurysm and vessel morphology was not tortuous or calcified. The patient was involved in a motor vehicle accident and was brought into the operating room with fixed and dilated pupils. After the stent graft was implanted, a slight proximal type I endoleak was discovered. The physician modelled the stent graft with a balloon, however the endoleak did not fully resolve. The physician decided to leave the type I endoleak uncorrected and plans to monitor the patient normally. The physician commented that the cause of the type I may have been due to bird beaking (the stent graft not fully conforming to the inner curve). It was reported that the next day, an eeg showed no brain activity. The cause of the brain damage was most likely due to the motor vehicle accident, since prior to the procedure the patient was non-responsive with fixed and dilated pupils. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (pre-existing condition; mva and pre-op transection.) Device failure/lack of effectiveness related to patient condition (pre-existing condition; mva and pre-op transection.)